Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient was implanted with a new implant today and wanted to know if they had adaptive stim. Patient stated they could not find adaptive stim on the handset. Patient stated the stim jolts them like crazy when they lie down. Pt was driving in the car during the call and stated stim was so strong when they try to lay down in the car. Reviewed they usually do not program adaptive stim until 4-6 weeks after implant. Reviewed pt could check with hcp when they planned to program adaptive stim and in the meantime pt could manually adjust stim. Redirected to healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.